Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the reported issue. However, review of the device diagnostic history log found the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. In addition, evaluation showed the event log showed the year portion of the dates logged incorrect (indicating 2003). The technician reconfigured time clock time clock on cpu pcba misaligned and indicated 2003. This misalignment seemed to occur due to connection failure between memory battery and pcba and time clock was initiated inadvertently. Reconfiguration for the clock resolved the problem. The data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable and mc retention bracket are planned to be replaced to correct the vent inoperative issue. The repair is awaiting for customer's estimate approval.

Event description:
The international customer reported the v60 unit became inoperative with error code "1007" (machine and proximal pressure sensors failed). Biomed was checking the unit at biomed room after patient use, when the reported complaint occurred. There was no patient involvement

Manufacturer narrative:
Changed results code. Device evaluation & resolution and disposition device evaluation: the service technician completed the repair related to the reported vent inop condition and spi bus failure. Resolution and disposition: data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable was replaced and the mc retention bracket was attached. Unit was checked overall, cleaned, run in tests then no abnormality was confirmed.